Manufacturer narrative:
Device remains implanted in patient.

Event description:
A physician reported a fractured ozark screw. Revision surgery is not currently scheduled.

Manufacturer narrative:
Visual inspection: fracture was confirmed through inspection of the associated radiographic image. The image revealed that the construct was composed of a three (3) level plate, eight (8) screws, and three (3) interbodies. One (1) screw was found to have been fractured at the caudal-most level of the construct. A review of the device and complaint history records could not be performed as a valid lot code was not identified. It is not clear what caused the screw to fracture, although it is possible that factors such as pseudoarthrosis contributed to the issue. If arthrodesis of the spine is not achieved then the construct may eventually fail. Ultimately, no root cause could be determined based on the available information.

Event description:
A physician reported a fractured ozark screw. Revision surgery is not currently scheduled.